Manufacturer narrative:
The reported problem could not be duplicated with testing. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare 5000 plum products is 0.34/million sets.